Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced dizziness and fatigue and the right atrial (ra) lead was found to exhibit high out-of-range pace impedance measurements and noisy signals. The device was reprogrammed to vvi mode and the physician planned a revision procedure. During the revision procedure, it was found that the ra lead did not pace or sense and fluoroscopic imaging revealed the ra lead had fractured due to clavicular crush. Subsequently, the ra lead was surgically abandoned. No additional adverse patient effects were reported.